Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bleeds - face [haemorrhage]; cut - face [laceration]; poked in the face; stick yourself in the face [face injury]; oral-b electronic toothbrush no longer holds the replaceable heads, poked self in face with the metal tip causing a cut that bleeds; brush head doesn't stay in, this part flies off and stick yourself in the face [injury associated with device]; oral-b electronic toothbrush no longer holds the replaceable heads, brand new heads fall right off; brush head doesn't stay in [device breakage]. Case description: a consumer, age and gender unspecified reported via e-mail on 16-jan-2017 that his/her oral-b rechargeable toothbrush, version unknown no longer holds the oral-b brushheads, version unknown. The reporter stated that even brand new brush heads fall right off, and he/she had been poked in the face twice with the metal tip, causing a cut that bleeds. The case outcome was unknown. On 17-jan-2017 received consumer follow-up e-mail: the consumer, a male, submitted pictures which revealed the toothbrush was an oral-b power rechargeable toothbrush handle professional care 3728. The consumer submitted a video demonstrating a brush head being placed on the handle while the handle was held upside down. The consumer stated "here is my new head on my braun oral-b toothbrush" and "it doesn't stay in, so when you brush your teeth with this, this part flies off and you stick yourself in the face." The case outcome remained unknown. On 30-jan-2017 received consumer follow-up e-mail: the consumer reported the metal shaft of the toothbrush handle was visible; there was no part from the former brush head on the shaft. The case outcome remained unknown. On 31-jan-2017 follow-up with consumer via phone: the consumer estimated his toothbrush was approximately 5 years old. He questioned whether or not he should get a tetanus shot since he was poked with the metal brush. He stated he did not want to send the toothbrush to the company via the company's return box. The case outcome remained unknown.

Manufacturer narrative:
On 30-may-2017 product investigation results: the reporter returned 1 oral-b toothbrush handle, 1 toothbrush head refill, and 1 charger on 02-may-2017. The analysis done with the consumer return confirmed a non-pg refill. The product was not manufactured under p&g control. The delivered handle is a pg product and according to specifications.

Event description:
Bleeds - face [haemorrhage]. Cut - face [laceration]. Poked in the face; stick yourself in the face [face injury]. Oral-b electronic toothbrush no longer holds the replaceable heads, poked self in face with the metal tip causing a cut that bleeds; brush head doesn't stay in, this part flies off and stick yourself in the face [injury associated with device]. Oral-b electronic toothbrush no longer holds the replaceable heads, brand new heads fall right off; brush head doesn't stay in [device breakage]. Case description: a consumer, age and gender unspecified reported via e-mail on (B)(6) 2017 that his/her oral-b rechargeable toothbrush, version unknown no longer holds the oral-b brushheads, version unknown. The reporter stated that even brand new brush heads fall right off, and he/she had been poked in the face twice with the metal tip, causing a cut that bleeds. The case outcome was unknown. (B)(6) 2017 received consumer follow-up e-mail: the consumer, a male, submitted pictures which revealed the toothbrush was an oral-b power rechargeable toothbrush handle professional care 3728. The consumer submitted a video demonstrating a brush head being placed on the handle while the handle was held upside down. The consumer stated "here is my new head on my braun oral-b toothbrush" and "it doesn't stay in, so when you brush your teeth with this, this part flies off and you stick yourself in the face." The case outcome remained unknown. (B)(6) 2017 received consumer follow-up e-mail: the consumer reported the metal shaft of the toothbrush handle was visible; there was no part from the former brush head on the shaft. The case outcome remained unknown. (B)(6) 2017 follow-up with consumer via phone: the consumer estimated his toothbrush was approximately 5 years old. He questioned whether or not he should get a tetanus shot since he was poked with the metal brush. He stated he did not want to send the toothbrush to the company via the company's return box. The case outcome remained unknown. On 30-may-2017 product investigation: the suspect product in this case was used with a toothbrush head that was confirmed to be counterfeit.